Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. A user facility report was received, and it documented the pt had an aortic aneurysm surgery with a stent graft placed approx five years ago. Recently, it was found that the pt's stent graft had migrated almost 3 cm from its initial position without endoleak and with kinking and right groin pain. Due to increasing aneurysm size and the migration, the pt required conversion to an open surgery and the device was explanted. The pt was discharged home one week later. Attempts and info leading to the event was requested including return of the explanted stent graft; however, none was received. A follow-up will be submitted once additional info becomes available. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation - results/conclusion: other - lack of information (the explanted stent graft was not returned).